Event description:
The manufacturer received information alleging a ventilator's pressure waveform and values were not displaying on the lcd screen. There was no harm or injury reported. The device evaluation has yet to be completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's pressure waveform and values were not displaying on the lcd screen. There was no harm or injury reported. The device was evaluated onsite by the field service engineer and the customer's complaint was confirmed. The device's system board was replaced to address the issue.